Event description:
Legal counsel for patient reported that patient underwent metal-on-metal hip arthroplasty on (B)(6) 2007. Patient's legal counsel further reported patient's allegations of pain, discomfort and difficulty walking. There has been no reported revision procedure to date. A review of invoice history revealed that the initial surgery took place on (B)(6) 2007; however, a metal-on-metal hip was not implanted in the patient during the initial surgery. This report is based on allegations set forth in plaintiff's complaint and the allegations contained therein are unverified.

Manufacturer narrative:
Current information is insufficient to permit a conclusion as to the cause of the event. Review of device history records show that lot released with no recorded anomaly or associated deviation. There are warnings in the package insert that state that this type of event can occur: under possible adverse effects, number 14 states, ¿postoperative bone fracture and pain."

Manufacturer narrative:
This follow-up report is being filed to relay correct initial procedure date.

Event description:
Legal counsel for patient reported that patient underwent metal-on-metal hip arthroplasty on (B)(6) 2007. Patient's legal counsel further reported patient's allegations of pain, discomfort and difficulty walking. There has been no reported revision procedure to date. A review of invoice history revealed that the initial surgery took place on (B)(6) 2006; however, a metal-on-metal hip was not implanted in the patient during the initial surgery. This report is based on allegations set forth in plaintiff's complaint and the allegations contained therein are unverified.